Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support advised the caller to reset the pump and continue its use, as a replacement was not immediately desired by the caller; however, technical support remains ready to replace the pump if the malfunction recurs.